Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 4.5 endoscopic cannulated drill bit strl broke. There is no information provided regarding the outcome of the procedure or of any delay that might have occurred. It is unknown if there was a device fragment left in the patient.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).